Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5/s1. It was reported that the tip of the screwdriver was broken off during a screw insertion at right l5. The fragment was stuck in the screw head and could not be removed. No additional patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visually confirmed approximately ~3mm of both instrument tips have been broken off, cons instent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed.